Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the locking plate mechanism fail to function and did not create negative pressure? Yes. Was it the first attempt to activate the reservoir? No information. If issue found during reactivation, how many times prior to this issue was the reservoir activate? No information. How was case completed? No information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and a reservoir was attached to a drain. During the procedure, the reservoir could not be locked. The surgeon found it was locked when the bottom flap was lowered. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual device returned and evaluated. During sample evaluation the plate was able to open and close. Tie strap did not interfere on the correct function of the locking mechanism. Plate was open and close 10 times and it functioned properly. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.